Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they never saw any difference to urinary control since getting the implant and expressed regret that they had the device implanted. The patient would like to pursue device removal but didn't wish to continue working with implanting physician. Physician listings were sent to the patient. On (B)(6) 2025 the patient stated the device had been inoperable for many years and it was a hindrance to them. They stated they were not seeing any advantage to having it in their body. They said when they sit down wrong it hurts like hell because they hit the device and it is like a big lump in their butt. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient hadn't been seen in 15 years and that their chart was shredded. They also noted that the "patient's" device had been removed on (B)(6) 2025, but they had no idea about what the cause of the lack of therapeutic benefit was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.